Event description:
During repair of the anterior cruciate ligaments, the suture needle broke at the tip as the suture was used to close the fascia. The broken needle tip could not be found. The surgeon went ahead to close the wound and complete the procedure. The pt is doing well. Date device expires: 5/2000.